Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was air bubbles, fm, and labeling issues. The following information was provided by the initial reporter: translated to english. The customer stated: "the following issues were found in tubes (367968): air bubbles x 55, fm x 40, and label issue x1".

Manufacturer narrative:
Investigation summary: bd received 104 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter in gel, damaged tube, defective marking, spot in tube, dirty tube, and air bubble in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was air bubbles, fm, and labeling issues. The following information was provided by the initial reporter: translated to english. The customer stated: "the following issues were found in tubes (367968): air bubbles x 55, fm x 40, and label issue x1."